Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-02075. The pt received his scs system, including a percutaneous lead, on (B)(6) 2007. It was reported the lead was explanted and replaced due to high impedances and a fracture. While replacing the lead, the physician also explanted and replaced the ipg as the pt had complained of pocket pain. The explanted lead and ipg were returned to the MFR for analysis. Follow up on the pt found no further issues reported.